Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Reportedly, the pump was replaced and customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.